Event description:
The customer contacted stryker to report that their device unexpectedly powered off multiple times during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker replaced the device's battery pins as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off multiple times during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The customer provided stryker with some of the patient information. Fields a1, a2, and a3 have been updated. The customer also informed stryker that the patient is deceased; however, they also confirmed that the device use did not contribute to the patient's outcome.